Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: the screws placed not as intended (left l4, right l4, right l5) were corrected in the very same surgery. The outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 1.5 hours), despite there was a direct (or increased) risk of harm to a critical structure due to this issue (exiting nerve in the foramen). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of this brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of the inaccurate placement of the bilateral screws at l4 and right l5 placed with the aid of navigation and deviating by reportedly approximately 2cm caudal from their intended position, was most likely a decalibrated ziehm vision rfd 3d c-arm that was used to acquire the patient image that was automatically registered to navigation and accepted by the user for the procedure. A decalibrated c-arm (due to e.g. Improper handling, misuse, damage, etc.) Will result in an inaccurate registration result. The user had reportedly detected a navigation inaccuracy on the patient registration during the verification step (on both the first and second registration scans), but still accepted the (inaccurate) registration to use with navigation to perform surgical steps for screw placements. Despite not having information regarding any findings by the ziehm representative prior to recalibrating the scanner device one week after this case occurred, as the device was beyond its recommended calibration limit by 5 months (compared to its 6 month frequency), it's reasonable to conclude that the c-arm became decalibrated before the occurrence date of this case, and the use of the decalibrated c-arm for automatic image registration at this procedure resulted in an inaccurate patient registration that led to the incorrect screw placements. Additional, but minor contributing factors, that may have contributed to the reported inaccuracy are: relative movement of the vertebrae (l4 and l5) in relation to the iliac crest, where the reference was attached to. The relative movement was supported by the indication of an unstable spine (spondylolisthesis) in addition to the screw placement technique used. (The nuvasive screwdriver is an all-in-one screwdriver and the screw can be placed directly without any need of predrilling or usage of k-wires. To be able to insert the screw, rigorous force using a mallet is required until the screw enters the bone and this can cause a movement of the vertebra). Temporary movement of the patient reference due to an insufficiently rigid fixation and/or inadvertently applied forces (e.g. For a minimally invasive case, the manipulation of the screwdriver shifts the skin and the pushing/pulling of the skin can be transferred to the reference which can move) during the procedure after the patient registration to navigation. A movement of the patient reference array after patient registration is performed disrupts the coordinate system established during registration and can result in a deviation between the registered patient image and the actual anatomy at the procedure. Apparently, a deviation between the registered patient image in the navigation display and the actual patient anatomy was recognized by the user during verification of the registration accuracy (before accepting). Despite acknowledging a navigation inaccuracy, the user decided to accept the registration and proceed with using (inaccurate) navigation to plan and/or perform invasive surgical steps for the screw placements. Any additional/minor deviations were also apparently not recognized by the surgeon with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The scanner device had been recalibrated by the manufacturer on (B)(6) 2021 (1 week after the surgery). The device was not reported to have been used for navigated cases between that time period ((B)(6) 2021).

Event description:
A minimally invasive surgery (on (B)(6) 2021) on the spine for transforaminal lumbar interbody fusion (tlif) at vertebrae l4 - l5, due to spondylolisthesis with radiculopathy in the lumbar region, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 1.5.1. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the left iliac crest (2-pin fixator with schanz pins, with 4-sphere array). Acquired a 3d fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy, and accepted it to proceed. Determined location of the skin incision using the navigated brainlab pointer. Calibrated two non-brainlab all-in-one screwdrivers, a cannulated and a non-cannulated one (both are self-tapping and with built-in stylet). For the screws at left l4/l5, put the non-cannulated driver through a dilator (holding muscle back) down to the pedicle, used a mallet on the driver to advance the stylet into the pedicle, advanced the screw into the pedicle over the extended stylet, and after stylet is retracted, inserted the screw until fully seated. For the screws at right l4/l5, used the same workflow (with non-cannulated driver for right l4, and cannulated driver for right l5). Inserted k-wires in the screws at right l4/l5 without aid of navigation (i.e., k-wires not to guide the screws, but placed through the screws' cannulation once the screws were in their final positions, to save their position for rod placement, since headless screws were used, to avoid them getting in the way when placing the cage). Acquired a 2nd 3d fluoroscopy scan (with automatic image registration), detected that three screws (left l4, right l4, right l5) were not placed as desired (reportedly 2 cm more caudal), verified registration accuracy, and accepted it to proceed. Recalibrated the screwdrivers, verified accuracy and replaced the three screws using the same workflow (with non-cannulated driver). Acquired a 3rd 3d fluoroscopy scan (with automatic image registration) to verify screw placement, and confirmed that all screws were placed correctly. Performed decompression and placed a cage, using (minimal) aid of the navigated pointer (to see how much disc was taken out) but mainly relying on fluoro guidance. According to the hospital/surgeon: the screws placed not as intended (left l4, right l4, right l5) were corrected in the very same surgery. The outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. Despite there was a direct (or increased) risk of harm to a critical structure due to this issue (exiting nerve in the foramen). There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 1.5 hours). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.